Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00917; 0001822565-2023-00918.

Event description:
It was reported right knee revision approximately 19.5 years post implantation due to dislocation and instability. During the revision, bone loss, laxity, and osteolysis were noted. All components were exchanged for rotating hinge components using computer navigation without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tka was performed. A revision was performed approximately 20 years later due to dislocation and instability. During the revision the surgeon noted bone loss and ligament laxity, as well as lysis around the lug holes of the patella. All products were explanted and replaced with zb products with no complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.